Manufacturer narrative:
A partial lead from the connector pin measuring 5.2 cm was returned for analysis. Without return of the entire lead, a complete analysis could not be performed. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that during device replacement, insulation breaches on both leads were observed. No electrical anomalies were detected prior to the procedure. The lead was capped and replaced on (B)(6) 2017. Patient was stable before during and after the procedure and will continue to be monitored.